Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was concerned that the pacemaker was not working. Also, patient's heart rate was in the 50 to 60 beats per minute (bpm). Boston scientific technical services (ts) referred the patient to the physician. An attempt to obtain additional information but was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.